Event description:
Physician reported that patient underwent vaginal prolapse repair in 2001. A wedged-shaped segment of the posterior vagina was excised exposing the levator muscles. These muscles were approximated with a running suture. Patient advised physician eight months later that mild pain, pink or red discharges and rare mucous discharges were noted since the original surgery. Patient was treated with silver nitrate to address granulation tissue at the top and back of the vagina; granulation tissue reportedly healed. Patient attempted to relieve symptoms with hot sitz bath 4x daily. Patient visualized a stitch at the back of the vulva on day ten. Stitch was removed by ob/gyn and pain resolved immediately.